Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the safe-t-j rosen catheter exchange wire guide had its inner wire protruding from the coil upon opening the package. There were no injuries or additional procedures reported.